Event description:
A malfunction was reported on the pump by the caller. Blood glucose level did not exceed 500 mg/dl, indicating it was within normal range. Customer was assisted by technical support to reset the pump and was advised to continue using it. There was an understanding to contact support if the malfunction reoccurs.